Manufacturer narrative:
There was no malfunction of the products but the patient had atelectasis, hence this report is being submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via clinical study regarding a patient with (B)(6). Medical history (positive response): hyperglycemia, cataracts glaucoma; suspect of both eyes (noted (B)(6) 2009), gastroesophageal reflux disease w/o esophagitis (noted on (B)(6) 2021), gallbladder disease with cholecystectomy, adenoma (noted on (B)(6) 2020), cervical radiculopathy; d/t arthritis (noted on (B)(6) 2007), skeletal closed fracture of distal end of left radius noted on (B)(6) 2018, skeletal hernia surgery, undisclosed region history of arthritis, skeletal osteoarthritis; right knee (noted on (B)(6) 2015), skeletal osteopenia of multiple sites (noted on (B)(6) 2021), skeletal depression noted on (B)(6) 2007, contact dermatitis (lentigo; benign noted on (B)(6) 2019 cosmetic surgery: light ln2 to light brown lentigines noted on (B)(6) 2016, caudal esi: (B)(6) 2020, (B)(6) 2020, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, hypertension. Primary diagnosis: stenosis substance use (positive response): nicotine it was reported that patient had minimal retrocardiac atelectasis.  Patient exhibited desaturation to the low 80's and 70's consistently. Xray of chest demonstrated minimal atelectasis. No evidence of adventitious sounds or respiratory distress. O2 monitoring has been stable. Onset date (B)(6) 2021  outcome status recovered/resolved  outcome date (B)(6) 2021  interventions: n site seriousness assessment: severity of ae is mild. Site related assessment: possibly related to procedure and not related to devices. Sponsor assessment (oc muo):  result: yes , causal relationship to procedure. Updated information received on 17-nov-2021: identify the procedure: tlif.